Event description:
It was reported by the customer that a pyxis medstation es system was given just three options to the user while logging to the station. A customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a network issue in the customer environment. A technical support specialist assisted to check with hospital information technology team. The serial number, UDI and manufacturer date were kept blank since the given asset information was found to be an es facility license. The system functioned as intended after the technical support specialist troubleshot the device.